Event description:
It was reported that during inspection of the compressor, there was a blown fuse found in the mains inlet. There was no patient involvement. (B)(4).

Manufacturer narrative:
Investigation on-site has been performed by our field service engineer. Visual inspection revealed that the unit had a fuse that was stuck in the mains inlet (fuse holder). Our field service engineer recommended for the customer to replace the mains inlet and fuses. The mains inlet with the stuck fuse has not been investigated further, but earlier investigations of similar complaints determined that the cause could be one, or a combination of, the following causes: electrical transients (voltage and/or current spikes) in the mains power; bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system; chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection; dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance (p.m.) Shall be performed after 5,000 operating hours. It includes a visual inspection for damage of parts and preventive cleaning of dust in the mains inlet.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.